Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A customer reported that before the third scheduled cataract surgery, poor aspiration of the phacoemulsification handpiece was experienced. The procedure was cancelled.

Manufacturer narrative:
The system and the handpiece were examined and the reported event was not replicated. The company representative visually inspected the handpiece, and found it to be partially occluded. However, no functional testing was performed on the handpiece, therefore the reported event remains unable to be confirmed. The handpiece was manufactured on april 21, 2016. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).